Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The reporter alleged that there was moisture/corrosion in the battery compartment. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/11/2014 with the following findings: visual inspection revealed that the battery compartment was cracked. Moisture corrosion was found in the battery compartment. A leak test was performed and a leak was found at the battery compartment crack. Unrelated to the complaint, evaluation revealed that the audio bolus button was torn. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.